Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by clinical safety (early tavr study) 4 years and 6 months post tavr with a 23mm sapien 3 ultra valve, a tte performed during hospitalization showed moderate to severe aortic regurgitation.